Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the patient presented with a dislodged right atrial lead. It was confirmed via x-ray that the atrial lead had fallen into the right ventricle. The lead was repositioned on (B)(6) 2020. There were no complications during the procedure, and the patient was stable before during and after.